Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided.